Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent umbilical hernia repair surgery on (B)(6) 2017 during which the surgeon noted intraoperatively, he located and excised the previous mesh using electrocautery. It was reported that the patient experienced severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.